Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during preparation for a stenting treatment procedure there was difficulty removing the protective guide from the distal end of a 3.00x32mm liberte bare stent delivery system. The procedure was completed with another device of the same size. No patient complications were reported. However, the returned product analysis revealed a shaft break and the stent had moved on the balloon.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the distal section of the device, inside the protective coil tubing. This section of device stretched from the port down to the tip. The midshaft, hypotube and hub sections of the device were not received for analysis. An examination of the break site at the port found that the shaft was stretched down onto the product mandrel. The stent protector was placed over the crimped stent, however, it was possible to see through the protector and confirm that the stent had been pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 1.4cm distal to the distal edge of the proximal markerband. The distal section of the stent was positioned out over the tip section of this device. An examination of the protective coil tubing identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).